Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2024. During the procedure, the device was fractured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event. The patient's condition following procedure was stable. ***additional information received on december 01, 2024*** the middle part of the catheter fractured during the attempt to crush a 7mm stone. Patient underwent surgery to remove the basket.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of the device was fractured. Imdrf impact code f19 captures the reportable event of surgical intervention to remove the trapezoid rx basket. Block h11: block a2, a4, b1, b2, b5, h1 and h6 (impact codes) have been updated based on the additional information received on december 1, 2024.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital affiliated to shanghai university of chinese medicine. Block h6: imdrf device code a0401 captures the reportable event of the device was fractured. Imdrf impact code f19 captures the reportable event of surgical intervention to remove the trapezoid rx basket. Block h11: correction to block g4 premarket / 510(k) #. Block h11: the returned trapezoid rx was analyzed, and a visual analysis observed that the pull wire was detached and broken. The reported event of pull wire break was confirmed. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device leading to the reported event. It is possible that excessive manipulation could lead to the pull wire break, and additional force used to try to break the stone could lead to the detachment of the pull wire. Therefore, the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2024. During the procedure, the device was fractured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event. The patient's condition following procedure was stable. ***additional information received on december 01, 2024*** the middle part of the catheter fractured during the attempt to crush a 7mm stone. Patient underwent surgery to remove the basket.

Manufacturer narrative:
E1: initial reporter facility name is (B)(6). H6: device code a0401 captures the reportable event of the device was fractured.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2024. During the procedure, the device was fractured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event. The patient's condition following procedure was stable.